Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. This report is for an unknown pfna distal locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2018, exact date is not known. Date of explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was implanted with the proximal femoral nail antirotation (pfna) nail, blade, and distal locking screw in (B)(6) 2018 in (B)(6). On unknown date it was determined patient had a non-union. Patient was returned to surgery on unknown date where all hardware was removed and patient was revised to a total hip construct. Surgery was completed successfully with no delay. Patient status reported as stable. This report is for one (1) unknown pfna distal locking screw. This is report 3 of 3 for (B)(4).